Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's system pca was replaced to address the issue. Blower assembly was also replaced as prevention. In addition of the above evaluation, the technician performed final check, battery check, valve check, run in tests, cleaning and software version was checked, which was not related to the malfunction/issue.